Manufacturer narrative:
Continuation of d10: 6932-65 lead implanted (B)(6) 1997. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that the implantable cardioverter defibrillator (ICD) triggered an alert that toned for two days. It was further reported that the patient presented to the hospital where the device was interrogated and it was noted that the ¿leads are failing.¿ the ICD system remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported via follow-up with the clinic that the leads were failing due to the patient's maze surgical treatment for atrial fibrillation (af). The ICD was reprogrammed to single chamber fixed rate, and the atrial alerts were programmed off.